Event description:
It was reported that during a shoulder labral repair using an osteoraptor 2.3mm anchor, after its insertion the surgeon attempted to tie the knot over the labrum and the suture broke under tension with the knot pusher. The surgeon then inserted another anchor and continued repair, but it had the same issue with the suture snapping under tension while tying a sliding knot. The knot pusher was relatively new. The procedure was successfully completed inserting additional anchors. This resulted in a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture requirements found that a material certification is required with each lot. This case reports, two suture anchors broke under tension with the knot pusher. Reportedly, in both instances the two anchors were retained and unable to be removed from the two separate bone holes. Two additional bone holes were drilled, and two additional backup anchors were successfully placed with a non-significant procedural delay. No clinically relevant supporting documentation was provided for review. If a portion of the osteoraptor anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.